Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet bionic pancreas under circumstances the patient described as the same as a prior event, with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a request for additional information from the patient. Investigation of this case revealed no device alerts and no identified device malfunction, with the cause of the hypoglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.